Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis event was unknown. The patient was not hospitalized for the event. On the same day as event onset, the patient was treated with injection vancomycin (2 g, weekly, route and duration were not reported) and injection gentamicin (20 mg, daily, route and duration were not reported) for peritonitis. At the time of this report, the patient's recovery status was unknown. The action taken with dianeal therapy was not reported. No additional information is available.